Manufacturer narrative:
Additional information was added to d10:, h3:, h4: and h6:. H4: the lot was manufactured from may 20, 2020 - may 21, 2020. H10: the actual device was received for evaluation. A visual inspection was performed, and fluid was found inside the bladder of the returned sample. The device was returned with a non-baxter blue cap used to close the distal end of the luer. The non-baxter blue cap was securely tightened. And no evidence of leak was observed. Functional testing was performed by filling the device with green colored water. After fill, the device was being monitored until the next day. And no signs of leak were observed. The reported condition was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked near the blue winged luer cap. This was identified during filling. There was no patient involvement. No additional information is available.